Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had defects in the ultrasound probe. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was also observed that the fixing screw adhesive of the tip lid was peeling, which is a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was chipping in the ultrasound element pad due to physical or chemical stress. Upon further inspection, it was observed that the fixing screw adhesive of the tip lid was insufficient and peeling due to mishandling. It was also observed that there was a chip in the acoustic lens due to physical or chemical stress. It was observed that the channel tube and the bending section cover had a pinhole causing a loss in water tightness. It was also observed that bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover and the objective lens had a crack. It was also observed that the ultrasonic transducer had corrosion. It was observed that the insertion tube became deteriorated due to cleaning sterilization and disinfection (cds) method or handling issue. It was also observed that the ultrasound image was defective with missing elements due to damage on the ultrasound probe. It was observed that the suction cylinder was shaved. It was also observed that the paint on the air and water cylinder was peeled. Lastly, scratches were observed on the following unit components due to handling issues: image guide protector, switch box, connecting tube and on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the ultrasonic element pad chipping and distal adhesive peeling could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿important information ¿ please read before use precautions caution ·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.